Event description:
It was reported the patient experienced peritonitis manifested by cloudy effluent, abdominal pain, and fever coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The patient began treatment intraperitoneally with gentamycine (dose, duration, and frequency not reported) and intramuscularly with cefacidal (dose, duration, and frequency not reported) for the event. At the time of this report the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.